Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty mixing pump. The device was evaluated and the reported issue was confirmed as a test mixing pump was needed to cool during decontamination. The mixing pump was replaced per pm. The arctic sun 5000 was functionally tested, electrical safety tested, and placed on acats. The unit passed all tests, is functioning properly and is ready for use. The device did not meet specifications, and was influenced by the reported failure. The device was not in use on a patient. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. A reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the biomed had an arctic sun device that failed the calibration for an error 80 (non-recoverable system error) expected 6 actual 29, confirmed that the device had a failed mixing pump. Sending the 2000 hour pm service. Per follow up information received via email on 25may2023, it was reported that the biomed had an arctic sun device that failed the calibration for an error. Per investigator notification received on 07jul2023, it was reported that the l shaped formed tube and double bend tube were expanded. During disassembly a screw was stripped out on the shell. The device was 2000 preventive maintenance serviced.

Event description:
It was reported that the biomed had an arctic sun device that failed the calibration for an error 80 (non-recoverable system error) expected 6 actual 29, confirmed that the device had a failed mixing pump. Sending the 2000 hour pm service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.